Event description:
The customer contact reported "sparks, smoke and fire" were noted from an unspecified location on the device. On an unspecified date and time, the device was programmed to deliver an unspecified IV fluid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was reported to have "started with some sparks, then smoke and lastly it was on fire." There were no reported adverse effects to the pt or staff. No medical interventions were reported. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found black residue around the ac power receptacle, the female end of the ac power cord and the ac mains input line filter of the device. The device would not power on ac power. This was due to overheating that damaged the ac mains input line filter. The probable cause of the overheating was that at the user facility, more than 2 symbiq devices were electrically connecting together. Connecting more than 2 devices together increases the current draw through the ac mains input filter. Product labeling states: "caution" never connect more than two infusers when using the rear infuser ac power outlet. Connecting more than two infusers may cause an electrical safety hazard." This report represents all the info known by the reporter upon query by hospira personnel.